Manufacturer narrative:
E6 was found in the history. The pump correctly triggered the e6 error messages due to temporary step loss. This can be caused by too high friction.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e6. She pressed the check button, but the button would not function; therefore, she was unable to clear the error message. The patient stated that she felt dizzy at that time. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.